Manufacturer narrative:
Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. The exposed portion of the soft cannula was found to have a tear and cause a leakage. Fluid was observed exiting the tear. It could not be determined when the tear occurred or if it contributed to the reported event. The event could not be conclusively determined. Cracks were observed on the top and bottom housing of the device. Although damage was observed to the housing, it did not affect the functionality of the device and did not contribute to the reported event. The timing and cause of the cracks could not be determined.

Event description:
It was reported that the patient's blood glucose levels rose above 300 mg/dl while wearing the pod between 25 and 36 hours. Investigation of the pod found a tear in the cannula. The device was originally reported for insulin leakage.